Event description:
It was reported that the patient received several shocks from the right ventricular (rv) lead. It was reported that the lead exhibited t-wave oversensing (twos). The lead was subsequently capped. No further patient complications have been reported as a result of this event.